Manufacturer narrative:
Follow-up #1 date of submission 10/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2015 with the following findings: a review of the black box data showed no drastic voltage fluctuations. The pump¿s current draws were elevated. A cold solder connection was found on the continuous glucose monitoring circuit. The circuit was disconnected and the current draws returned to specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.